Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report will be filed for the faradrive. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a hematoma, air embolism and st elevation occurred. During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. After the physician had completed the first path of lesions, it was noticed that the patients left veins were not isolated. The physician then re-inserted the farawave (fw) pfa catheter, and completed a second path of lesions, in order to complete the left veins. After the second set of ablations was completed, when the physician had exchanged the fw for the non-boston scientific mapping catheter for post-mapping, the physician had stated that they felt bubbles inside the faradrive sheath during aspiration and exchange. The physician believed they may not have connected properly during the catheter exchange. St elevation was noticed on the recording system. It was then confirmed that the patient had low blood pressure. Epinephrine was administered to the patient, and all catheters, except for the two non-boston scientific catheters, were removed from the patient. The cath lab physician was then called in, and by the time the cath lab physician was "scrubbed in," the st elevation had dissipated on the recording system. A right and left coronary angiogram were performed on the patient, and it was confirmed that there were no bubbles present in the patient. The physician believes the cause of the issue could have been an right coronary artery embolism, due to the bubbles felt in the faradrive sheath. The patient has a slight hematoma, located on the right side at groin access. The patient was "flailing and kicking" during the procedure. The patient was last known to be in stable condition. Medwatch report # mw5185653.